Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that an alarm was generated when the insulin pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level was 76 mg/dl and 122 mg/dl. The customer was treated with food. The customer was able to clear the alarm and rewind the insulin pump. The customer was able to perform displacement test. The device will not be returned for analysis.